Event description:
It was reported the patient experienced urge incontinence symptoms. The patient was expected to receive sacral nerve modulation. No further patient complications were reported in relation to this event.